Event description:
It was reported, "the patient underwent PICC catheterization on (B)(6) 2022. After puncture, the catheter was inserted into the guide wire, but the puncture needle could not be completely withdrawn. The inspection found that the end of the guide wire was rough, and the guide wire was trimmed immediately before the puncture needle could be withdrawn completely. Due to the rough end of the guide wire, the patient's puncture time is prolonged, the blood vessel is seriously damaged, and the operator is nervous."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4164 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported, "the patient underwent PICC catheterization on (B)(6) 2022. After puncture, the catheter was inserted into the guide wire, but the puncture needle could not be completely withdrawn. The inspection found that the end of the guide wire was rough, and the guide wire was trimmed immediately before the puncture needle could be withdrawn completely. Due to the rough end of the guide wire, the patient's puncture time is prolonged, the blood vessel is seriously damaged, and the operator is nervous."